Event description:
The customer reported to olympus, front panel flashing on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. Customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported a issue, but was not in front of the unit at the time of the call. Tac instructed the customer to check the spring-loaded switch in the socket and see if that was stuck in. The customer will check and call back to report it. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the front panel flashing could not be identified. However, it¿s likely the cause is related to foreign material being stuck in/around the slide switch inside the output connector, or a temporary switch function failure occurred, causing the switch to not be pressed normally and false recognition. Olympus will continue to monitor field performance for this device.